Event description:
Reference repair order: (B)(4). "Customer stated "patient safety, issue, patient shocked". Ref. E-complaint-(B)(4).

Manufacturer narrative:
Investigation: x-review DHR x-inspect returned samples. *analysis and findings a review of the 2 yr complaint history reveals no similar issues. A review of the DHR reveals no anomalies. The complaint was not duplicated with the unit. Based on the information provided, the speculum (p/n 903018) was determined to have a compromised coating. The coating can be reduced from excessive rubbing thereby more prone to producing a shock. The cleaning/sterilization itself is not thought to affect the coating but the mechanical action of scrubbing after cleaning/sterilization can. It isn't typical to have to scrub a speculum. A definitive root cause is not available, but the speculum was determined to be inadvertently compromised by the sterilization/cleaning process the customer had used. The IFU instructs the use of non-conductive ancillary instruments. Due to the compromised coating this was not followed and missed by the customer. This complaint is being attributed to end user error. All speculum units, p/n 903018, are 100% inspected (dielectric testing) when received in from the vendor prior to accepting into csi's trumbull facility for shipments. *correction and/or corrective action the unit was checked out and returned to the customer. No repairs were required. The vendor was informed of the speculum being the contributing factor for this complaint. *preventative action activity coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported complaint condition. Once the investigation is completed a follow-up report will be filed. (B)(4).

Event description:
Reference repair order: (B)(4). "Customer stated "patient safety, issue, patient shocked". (B)(4).